Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested: it is unclear if the jaws opened to release the tissue. Did the device have to be cut off of the tissue (tissue transected along the device prior to the jaws opening)? Can you please clarify what part of the device was broken (handle, closing trigger, firing trigger)? Did any piece of the device break off? If yes, can you please confirm whether or not any piece or pieces fell into the patient? If yes, was the piece or pieces retrieved? Additional information received: the jaws where opened after the stapler was removed from the patient, with help from external instrument. To get the instrument out of the patient they had to cut the tissue around where they fired the stapler to make the removal of the device possible. When the device was put in reverse the instrument made a cracking noise when trying to squeeze the firing handle. No parts fell inside patient.

Event description:
It was reported that during a lung lobectomy procedure, three or four firings where done before the actual event happened with the device. When setting off bronchus, the last and fourth "squeeze" on the handle which takes the knife blade back, the knife stops and locks 5-10mm before the end. The cutting is not finished and the jaws on the device cannot open. They try to put the device in reverse, but then they just hear a braking noise when they squeeze the handle and the device is broken. The operation was completed by cutting on inside the magazine with knife and suture the bronchus-stump. The doctor did eventually open the jaws by "jacking" the magazine with an external instrument. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n56y5p. The analysis found that one ec60a device was returned with the closure trigger broken. In addition, an ecr60g cartridge reload loaded on the device. The reload was received fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.